Manufacturer narrative:
(B)(4).

Event description:
It was reported the doctor found the extension line was cracked during use on the patient. They changed to a new kit to continue the treatment.

Event description:
It was reported the doctor found the extension line was cracked during use on the patient. They changed to a new kit to continue the treatment.

Manufacturer narrative:
(B)(4). The customer returned one, opened hemodialysis kit for analysis. The connector assembly will be analyzed as part of this complaint investigation. Signs of use in the form of biological material were observed on the juncture hub. After failing functional testing, a small crack was observed on both the arterial and venous luer hubs. Visual analysis revealed that the cracks were adjacent to the threads. Microscopic examination confirmed the damage and revealed that the cracks are consistent with damage due to repeated over tightening on the luer hubs. The returned sample was functionally tested in accordance with the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each catheter lumen with sterile normal saline for injection, to establish patency and prime lumen(s) and flush the irrigation tube". When flushing both extension lines, water was observed leaking out of the cracks in the luer hubs. A manual tug test confirmed both luer hubs were secure to their respective extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. The arterial (red) luer hub and the venous (blue) luer hub were cracked. The appearance of the cracks is consistent with over-tightening on the luer. Based on the customer report and the condition of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the doctor found the extension line was cracked during use on the patient. They changed to a new kit to continue the treatment.